Manufacturer narrative:
The analysis was performed on a cobas 6800/8800 instrument (serial number: (B)(6)) and the s201 instrument. The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay and associated reagents were performing as intended. A review of the provided data confirmed that the positive and negative controls for the runs generated valid results with robust internal control (ic) and target amplifications. The invalid results observed for the three samples were attributed to sample-specific issues, as evidenced by ic dropouts on the cobas 6800/8800 instrument and clot errors on the s201 instrument. The customer was advised to ensure proper sample handling.

Event description:
The initial reporter alleged discrepant results for three samples tested with the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800/8800 instruments and the s201 instrument. On (B)(6) 2020, the customer tested three samples using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800/8800 instrument, and all three samples generated invalid results due to internal control (ic) dropouts. The customer re-ran the three samples on the cobas 6800/8800 instrument, and all three samples again generated invalid results due to ic dropouts. The customer subsequently tested the same samples on the s201 instrument, where two of the three samples generated invalid results due to a clot error. The two samples with clot errors on the s201 instrument were not re-tested due to insufficient sample volume. The positive and negative controls for the runs generated valid results with robust ic amplifications, and the positive controls also demonstrated robust target amplifications.